Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No delivery anomaly noted during testing. The insulin pump had minor scratched display window, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 60 mg/dl at the time of the incident. The customer's spouse states the pump gave a double dose of insulin that resulted in a major car accident. The customer was at 202 mg/dl at the time of the call, and 79 mg/dl when they got picked up. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and the customer's health care professional stated that they got too much insulin. Caller stated that the recalled sets were to blame for the low. The insulin pump will be returned for analysis.